Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, surgeon did not feel comfortable when moving monopolar curved scissors (mcs) wrist, and then the mcs instrument stopped moving. After, the mcs instrument could not be removed from the cannula. Reducer was used on the cannula. Customer removed the mcs instrument and cannula together. The customer used a backup mcs instrument to continue with the procedure. No fragment fell inside the patient. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument wrist can be moved for a short time, but it did not move later. Port incision was not increased to remove the instrument with cannula together.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a broken tube extension at the orange plastic section. No pieces were missing. Thermal damage was not observed. Further investigation found a broken main tube approximately at the proximal end close to the housing. No material was found missing. Components adjacent to this broken main tube did not show damage. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.028¿ to 0.055" in length and are not axially aligned with the tube axis. Material was missing from the surface of the main tube. Components adjacent to this scratched main tube did not show damage. The instrument was found to have a grip cable dislodged at the proximal end causing the grip cables on the distal end to be dislodged. The instrument was also found to have a pitch cable dislodged in the housing at the proximal end causing the pitch cable on the distal end to be dislodged. Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The tip cover was found to have tearing at the mouth where the scissor tips exit. Tears are not axially aligned with the tip cover and measures 0.131¿ in length. There was no sign of thermal damage present at the end of any tears as evidenced by charring/melting. Further investigation found gouges towards the middle of the of the tip cover accessory, there was no signs of thermal damage present at the end of any gouges as evidenced by charring/melting. The mcs tip cover exhibited localized melting, which is indicative of arcing 1.118" from the proximal end where the instrument inserts from. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: it looks like the proximal clevis is likely dislodged from its normal position on the tube extension underneath the tip cover. The orange is visible likely due to the dislodgement of the proximal clevis pulling the tip cover with it. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.